Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d274drg implantable cardioverter defibrillator 2010-(B)(6), 6947 implantable tachy lead 2003-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead did not have consistent capture at 1 volt at 0.4ms, so during a system upgrade it was elected to cap and replace the ra lead. No patient complications have been reported as a result of this event.